Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigations have shown that there is no visible damage at the plate and the positioning groove of the screw is expanded and damaged. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The still measurable dimensions of the screw and plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Unfortunately we cannot determine the exact root cause. It is likely that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could led to the deformation of the screw. Based on these results the mentioned issue in the complaint description can be refer to an inappropriate use of the screw during use and therefore the plate has no influence to this malfunction. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon was unable to place the plate onto the screw that was inserted in the patient even though the two devices worked together during trial at the instrumentation table. The surgeon removed the screw and inserted a new screw and plate. This is report 1 of 2 for (B)(4).